Event description:
Report received of an overinfusion of a dobutamine infusion. The reporter states that the nurse checked the pt and there was 125cc's of dobutamine left in the bag. One hour later, the pt called for the nurse and was complaining of nausea, vomiting and lightheadedness. The nurse checked the dobutamine bag and noted that all of the previous 125cc's had infused. The total volume to be infused was 250ml at 8.7ml/hr over either 24 or 48 hours. The reporter was unsure of the duration. The pts vital signs were within normal. States the pt had a permanent pacemaker, so the heart rate stayed stable. The physician assessed the pt and no medical interventions were required. It was unknown to the reproter how long the pt was off the dobutamine or when it was reinitiated. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.